Manufacturer narrative:
Exact date unknown, event occurred in (B)(6).

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was not returned.